Event description:
It was reported on (B)(6); that during the unknown surgery on unknown date the balloon doesn¿t build pressure on; its cracked during the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.